Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this this left ventricular (lv) lead caused the patient to experience diaphragmatic stimulation. Additional information obtained from the field which indicated that this lead exhibited loss of capture (loc) and changes in thresholds. The lead was explanted. No additional adverse patient effects were reported.